Event description:
Cholycystectomy- "the thread of the retrieval bad ruptured due to a defect at the level of locking piece (guidebead) that is found in the shaft and resulted that a section of the wire was cut by the metal shaft. Several similar incidents were observed recently, is the lot affected? No consequences for the patients. Additional measurements were needed to extract the defective bag."intervention - "additional measurements needed to extract bag."patient status - "fine, delay in the operative time as a result."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned with a broken cord loop detached from the tissue bag. Engineering tested the cord loop and it passed the functional strength requirements. Engineering was unable to replicate the customer's experience of guidebead retracting back into the shaft as this is an inherent design of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for the cord loop breakage to occur. This report documents our final report.